Manufacturer narrative:
Radiographs of the interbody device pre- and post-patient fall as well as revision were received and reviewed confirming the migration. It is known the patient incurred a fall down a flight of stairs that caused or contributed to the migration of the device. The returned device was inspected and no material nonconformances, no manufacturing errors, nor discrepancies with respect to material type, treatments or dimensions that may have caused or contributed to this mode of failure. No malfunction of the device has been identified. The root cause of this reported event appears be related to an impact sustained during activities of daily living. No patient injury has been reported.

Event description:
On (B)(6) 2016 a (B)(6) y/o woman received an expandable interbody with bilateral posterior pedicle screw fixation at s1-l3 without issue. On an unknown date the patient suffered a fall down a flight of stairs, radiographs verified the implant migrated laterally. A revision was completed on (B)(6) 2017 during which the implant was replaced without issue.